Event description:
It was reported that during the embolization procedure, physician felt that the coil was ¿gritty¿ when advanced in the microcatheter. Upon withdrawal the coil was found to be divided into two parts, and ¿small diameter suture strand ¿were observed to be separated from the platinum coil. There were no clinical consequences to the patient due to this event. No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. Analysis of the device revealed that the main coil was stretched and kinked. In addition, the main coil suture was found damaged/broken; however, no break was observed/found to the main coil. During functional evaluation the coil was advanced through the introducer sheath without issues. It is probable that during use the physician perceived the observed damage to the main coil as being broken limiting its performance during use. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
It was reported that during the embolization procedure, physician felt that the coil was ¿gritty¿ when advanced in the microcatheter. Upon withdrawal the coil was found to be divided into two parts, and ¿small diameter suture strand ¿were observed to be separated from the platinum coil. There were no clinical consequences to the patient due to this event. No further information is available.